Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trocar balloon, obturators, dissector balloon and lock collar were intact. The inflation syringe was not received. The insufflation bulb was received. The 5mm obturator and 5mm ports were not received. The dissector balloon was received inserted into the trocar balloons cannula. Dried fluids were noted on the dissector balloon and at the junction site of the cannula. Representative performed functional testing; using a test syringe, the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated using the returned insufflation bulb, no leaks detected. The obturator was removed from the cannula without restriction. The dissector balloon could not be removed from the trocar balloons cannula; a lack of endo lube was noted. It was reported that the balloon became stuck inside and could not be pulled out. The reported issue as confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: while maintaining the position of the access cannula, squeeze the tabs to release dissection balloon cannula from the access port and the remove the dissection balloon through the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the balloon became stuck inside and could not be pulled out. An alternative device from another manufacturer was used to complete the case. No patient complications have been reported as a result of this event.